Event description:
It was reported that the healicoil anchor was broken. No patient injury was reported.

Manufacturer narrative:
The complaint stated that ¿the healicoil anchor was broken¿. The device was used for a rotator cuff repair procedure. The anchor was not returned. No sutures were returned. The inserter was returned in pieces. The handle has attained damages that no longer allow assembly. The handle neck retaining ring has been cracked. The compression spring and sliding ring no longer seat in place. The nose cone locking tabs have been snapped off. These damages require excess force to cause. Per IFU: ¿caution: excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct.¿ no root cause associated with the manufacture of this device was established. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.